Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, the physician experienced resistance while advancing and retracting a podj through a lantern delivery microcatheter; subsequently, the podj unintentionally detached within the lantern. Therefore, the physician removed the lantern and flushed out the podj. The procedure was then completed using the same lantern and ruby coils. In addition, the physician reported maintaining continuous flush but not using a rotating hemostasis valve. There was no report of an adverse effect to the patient.